Event description:
The recipient reportedly experienced a cholesteatoma. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.